Event description:
As reported for this event by the customer, during set up for a therapeutic laparoscopic procedure the device screen went black when starting up. There was no patient involvement as patient was not under anesthesia. The intended procedure was completed with another similar device with no more than 15 minutes delay.

Manufacturer narrative:
Customer facility is in (B)(6). Full name of the facility is (B)(6). The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the device would not turn on. This is attributed to th e faulty main circuit board. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.